Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, there was no image, and an error code b30 was displayed. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was a green image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (no image and error code b30) were not confirmed. In addition to the green image, additional evaluation findings were as follows: the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the insertion section was broken and therefore the light transmission was not given or too low, the protector of the video cable section was overstressed, and the video cable was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.